Event description:
The explanting facility historically does not return explanted devices so product return is not expected.

Event description:
It was reported that the patient was seen by the physician and the device was noted to have high impedance. It was also stated to be at eos and the patient was referred to the surgeon. The lead and generator were replaced due to the high impedance and battery depletion. The products have not been received to date.